Event description:
Boston scientific received information that during the implant procedure, difficulty was encountered positioning this right ventricular lead. Threshold measurements were 7.0v. When repositioned at the cardiac apex, no pacing was observed. In addition, high out of range impedance measurements were obtained. It was thought there was a lead issue, therefore, this lead was removed and replaced successfully. Post implant of the replacement lead, acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was disposed at the hospital and will not be returned for analysis. Without a return, boston scientific cannot confirm nor deny the reported clinical allegation and our investigation was complete.